Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) All answers above are unknown. Once there is any update, we will update the information. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed . Changed the new one to complete surgery. No patient consequences reported. No further information is available.